Manufacturer narrative:
The reported issue (it was reported that the catheter was missing from the packaging. No patient involvement was reported) was confirmed, as manufacturing related. During visual evaluation it was noted that there was no catheter inside the sealed packaging. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿intended use: the catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/precautions and adverse reactions. The catheter becomes slippery when wetted with water, eliminating the need for a separate lubricant. For your added convenience, this catheter is packaged with its own sterile water. Simply release the water from its foil packet and then tip the un-opened catheter package end-to-end. The catheter acts like a magnet to attract the water and activate its slippery coating. Follow these steps for best results." (B)(4).

Event description:
It was reported that the catheter was missing from the packaging. No patient involvement was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was missing from the packaging. No patient involvement was reported.